Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No needle was returned with the instrument. No sheering on the toggle switches was observed under microscopic inspection. No witness marks from the needle tip impacting the beveled wall were also observed on the jaws of the instrument. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the surgeon toggled needle through tissue in the needle dislodged from the jaw. It popped out without force or applied tension. A new reload was used to continue. The current patient status is good. The device was used in the patient. There was patient and user involvement. There was no patient or user injury or hazard. The sales rep was present during the case. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.